Event description:
It was reported that the customer's insulin pump had cracks on the screen. The insulin pump also had condensation inside the screen. The customer had frequent battery issues. The insulin pump suddenly powered off and the customer lost her settings. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.